Event description:
It was reported that the procedure took place on (B)(6) 2011 and that on (B)(6) 2011, the patient experienced a stroke. A magnetic resource image, and computed tomography scan were performed on (B)(6) 2011, which confirmed the stroke had occurred. There was no reported treatment for the stroke at the time of the event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported stroke is listed in the everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.